Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump during priming. Customer stated that she tried 2 reservoirs and 1 tubing but it did not work. Customer disconnected and reconnected the tubing from the reservoir. Customer pushed the insulin with the reservoir plunger and the insulin was able to through the tubing of the first reservoir. It did not work on the second reservoir. Customer was advised that the reservoir will be replaced because there was insulin in the reservoir.